Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error code e-183 (pressure sensor failure), e-209 (outlet pressure railed high) and e-212 (monitor pressure railed high) were found in the ventilator's downloaded error log. The device's system pca was replaced to address the issue.